Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a b31 scope communication error. In addition to the reportable malfunction, the following were noted: the video cable and universal cord were wrinkled; the charged coupled device unit was damaged; the adhesive of the bending section cover was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: physical stress was applied to the device during user handling, which damaged the image sensor unit; however a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): " inspection of the endoscopic image user can reduce/prevent occurrence of the event by handling the device in accordance with the following IFU. "Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.

Event description:
An olympus field service engineer reported on behalf of a customer that the endoeye flex deflectable videoscope produced e227 scope communication error. The issue was found during preparation for use for a diagnostic procedure, which was completed using a similar device. There were no reports of patient harm.